Event description:
(B)(4) received a call on 05/24/2016 reporting a medical intervention that occurred on (B)(6) 2016 around 8:00pm. Patient's sister in-law((B)(6)) called in stating that the prodigy meter was not reading properly and wanted to know how to adjust the meter to read properly after having had to call paramedics for patient(her brother in-law). (B)(6) stated that patient was not coherent, and non-responsive. (B)(6) performed a blood glucose test on the patient with the prodigy meter and received a result of 84mg/dl. Paramedics were called approximately 15 minutes after testing with the prodigy meter. Paramedics arrived approximately 15 minutes after being called. Upon arrival paramedics tested patient with their meter with a result of 45mg/dl. Approximately 20-30 minutes passed between testing with the prodigy meter and the paramedic's meter. Patient was transported to ER by paramedics. Upon arrival at ER patient drank a cup of orange juice and ate peanut butter crackers. Patient's blood glucose was retested with the hospital's meter with a result of 51mg/dl. The prodigy meter read 86mg/dl. Patient was then given a ham and cheese sandwich, more orange juice and peanut butter crackers and about 1/4 cup of (B)(6). During this time approximately 1 hour had passed and patient's blood glucose was retested with the hospital's meter with a result of 93mg/dl. Cm stated that patient's blood glucose level prior to discharge was around 100mg/dl. Patient's total stay in the hospital was 16 hours. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.